Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that review of a stored presenting electrogram (egm) for this implantable cardioverter defibrillator (ICD) system, implanted with another manufacturer's leads, revealed oversensed noise with less than two seconds of pacing inhibition on the right ventricular (rv) lead. Additionally, rv pace impedance trends showed measurements that fluctuated between 1,000 to 1,600 ohms. It was noted that the ICD was programmed to electrocautery protection mode at the time of report. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. This ICD remains in service. No adverse patient effects were reported.